Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia reported with no reported allegation of a device malfunction, critical pump error (open book image). The customer reported blood glucose value of 748 mg/dl. The customer reported hyperglycemia treated with hospitalization: overnight stay. The event involved product(s) mmt-342, mmt-441ak, mmt-7040a, mmt-1884. Troubleshooting was performed and customer reported a critical pump error . No further patient complications were reported. The customer will discontinue use of the device. No product return is required for mmt-342. No product return is required for mmt-441ak. No product return is required for mmt-7040a. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Unable to upload pump to carelink due to a critical pump error (open book image) alarm. In further full review of the pump history/traces on the event date of 05-jul-2024, pump error 35 alarm was noted. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 05-jul-2024 listed on smartsolve due to insufficient data in the trace/history files. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date 05-jul-2024 in the formatted history file. Lostsensor1alert (780) was found on: 06/29/2024 14:42:00.000, 06/29/2024 15:32:00.000, 06/30/2024 14:29:00.000 to 06/30/2024 16:10:22.000 was found on: 07/04/2024 18:32:00.000, 07/04/2024 18:42:00.000, 07/05/2024 17:38:00.000, sensorerroralert (801) was found on: 07/04/2024 18:46:15.000, unable to test for lost sensor alert and sensor error alert due to critical pump error (open book image) alarm. Lost sensor alert and sensor error alert were unknown. Low battery alert was found on: 07/04/2024 18:46:00.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Earliest power data available per the power management tool/detail trace file is on 05-jul-2024 at 12:21:59 pm. There was no power data available for the date of 04-jul-2024. Unable to check power data for low battery alert. Unable to test for low battery alert due to critical pump error (open book image) alarm. Low battery alert was unknown. Critical pump error (open book image) alarm and pump error 35 alarm confirmed in the formatted history file on 07/05/2024 at 14:30:25.000 and 07/05/2024 at 14:40:00.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Critical pump error (open book image) alarm and pump error 35 alarm were confirmed, problem isolated on the force sensor. Force sensor zero offset within specification (22.3 mv). The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a scratched case and a cracked case behind the pump near the battery tube compartment. Unable to verify customer alleged for high bgs. Unable to perform the required testing, upload pump to carelink due to a critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm confirmed, problem isolated on the force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.